Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; the valve passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released. Based on the results of the investigation, the reported issue could not be confirmed. The device fucntioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted via vp in (B)(6) 2013. The date and its initial setting were unknown. Then, ventricular enlargement was confirmed and the setting was lowered to 30 mm. However no improvement confirmed and the patient is under monitoring now. No further information was provided by hospital. The product will be returned to your site.